Event description:
It was reported that a pt rec'd a peak dose around 12 gy at irp (interventional reference point) in the same body area, while being scanned with an innova 3100-iq system. There was no system failure or malfunction and no injury was reported.

Manufacturer narrative:
Pt info was not provided. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.